Manufacturer narrative:
The repair inspection confirmed the customer¿s reported problem, the image was blurry or foggy due to internal lens damage. The inspection also noted deformation of the rigid outer tube. The investigation is still in progress. The investigation is still in progress; therefore, the root cause of the reported event cannot be determined at this time. Also, additional information was requested from the customer regarding the details of the event, but no information has been received to date. However, if additional information becomes available, this report will be supplemented accordingly. In general, the end-user is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.

Event description:
Olympus (omsc) was informed that the customer oes elite high-definition autoclavable rigid telescope was returned to the olympus repair center for a blurry or foggy image. The customer problem was found at an unspecified event. Upon inspecting and testing, the repair inspection identified broken internal lens. No death or injury and no impact to person or other was reported to olympus. This report is being submitted to capture the broken lens defect.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely the reported event occurred due to the use of excessive force from improper handling. Olympus will continue to monitor field performance for this device.